Event description:
During post surgical intra aortic balloon pump monitoring user had difficulty augmenting waveform. User was unable to update timing and balloon pump was alarming, "low augmentation" and unable to update timing". User switched to using central line as trigger source. Follow up with perfusion indicated that "catheter experienced "fiber optic" failure. Catheter disconnected and is being sent to manufacturer for analysis.======================manufacturer response for catheter, intra aortic balloon, sensation (per site reporter).======================manufacturer requested balloon report data sheet and other clinical information for their analysis. Catheter sent to biomedical for medsun submission and shipment to manufacturer.